Manufacturer narrative:
Physio-control is continuing to investigate the reported event.

Event description:
According to the reporter, the device service indicator displays an alarm sound when the defibrillator is charged. There was no patient associated with the report.